Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: 04.027.058s/091530, manufacturing location: (B)(4), manufacturing date: 04. Aug. 2014, expiry date: 01. July 2024, no anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Lot number was identified upon receipt of subject device and added. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: statement received from medical personnel: can confirm that there is nail breakage as described.

Manufacturer narrative:
Manufacturing investigation evaluation: the product was returned in a packaging different from the original packaging. The anodized shape of the components of the blade was partially injured. A device history record review was performed for the affected lot with no abnormalities or deviations detected. Since the nail was broken in region of the drilled hole, where the sleeve of the blade was implemented, the outer diameter of the sleeve was measured and found to meet the specifications. Based on this the complaint is not rated as confirmed and not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The subject device was implanted on an unknown date during (B)(6) 2015. The subject device was explanted on an unknown date during (B)(6) 2015. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the proximal femoral nail antirotation broke post-operatively. The patient sustained a femoral subtrochanteric fracture in on an unknown day during (B)(6) 2015. An open reduction and internal fixation surgery for the injury was completed with the reported nail. The patient started the rehabilitation after preventing loading on the surgical body part for six weeks. The healing process had shown some delay during the periodical treatment and rehabilitation. On (B)(6) 2015, the patient felt some abnormality when trying to ride a bicycle. The patient went to the hospital and the breakage of the reported the nail at the blade hole was found on (B)(6) 2015. The patient is (B)(6) and it was reported that his daily activities were not adversely affected. The patient has not received bisphosphonate as his medical treatment. The surgeon commented that the breakage of the nail might have been due metal fatigue of the nail due to prolonged healing, excess loading on the hole portion of the blade (the weakest portion) by inserted blade in the fractured part of the bone, and/or insufficient reduction. The surgeon also commented that he felt that the patient's fracture was not caused by medical treatment. The patient underwent revision surgery to address the broken nail on an unknown date. This report is 2 of 2 for (B)(4).